Event description:
Philips received a report that a patient allegedly suffered a broken rib during a breasts examination on an achieva 3.0t tx mr system.

Event description:
Philips received a report that a patient allegedly suffered a broken rib during a breasts examination on an achieva 3.0t tx mr system.